Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that an alert was received when it comes to this cardiac resynchronization therapy defibrillator (crt-d). It was noted that elective replacement indicator (eri) was reached. It was noted that the output values on all the leads was normal, and based on this the eri triggered was not expected. Premature battery deletion was alleged. It was confirmed that the patient was pacemaker dependent and was hospitalized pending a device changeout procedure. A review was requested by boston scientific technical services (ts). Ts forwarded the request to engineering to determine the appropriate time to replace the device. No adverse patient effects were reported, and this device remains implanted.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Additional information noted that this device was explanted and returned. No additional adverse patient effects were reported.

Event description:
A review latitude data by engineering confirmed that there was still ample battery capacity to support pacing functions during the normal 90 day change out period recommended between the device triggering the explant indicator and when the device will go to battery capacity depleted. Engineering confirmed that the device appears to be malfunctioning and should be replaced before the normal 90 day eri to eol time period and returned for detailed analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed the battery status was eri and that it had been set by long charge times. Additionally, a fault code had been recorded. Testing via an oscilloscope confirmed this device had an open connection in an internal component. Boston scientific observed this behavior in a small amount of other devices and implemented manufacturing enhancements designed to mitigate this issue. This device was manufactured prior to the implementation of the enhancements.